Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On (B)(6) 2012 at 1715, the device was programmed to deliver tpn (total parenteral nutrition), at a rate of 7.7ml/hr, with a vtbi (volume to be infused) of 184ml, for a duration of 24 hours and the delivery was started. No further programming parameters were provided. The customer contact reported an unspecified syringe pump was also being used to deliver an unspecified concentration of dopamine, at a rate of 1.46ml/hr. It was reported that both tubing sets are connected to an unspecified stopcock. After an unspecified length of time, the device delivering the tpn alarmed for air in line alarm. It was reported that after the device alarmed for air in line, the nurse stopped the tpn delivery. It was reported that the nurse removed the air from the tubing set and the tpn delivery was resumed using the same device. The customer contact reported that with the tpn delivery stopped, the dopamine was delivering at a slower rate; therefore, the pt's systolic blood pressure decreased from 78 mmhg to 45 mmhg and the mean arterial pressure (map) decreased for 60 mmhg to 32 mmhg. After the tpn delivery was restarted, it was reported that the monitoring of the pt's vital signs was increased until the pt's blood pressure returned to baseline within 10 minutes. Thought requested, no additional information was provided. Though requested, no additional information was provided.